Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements. Provocative maneuvers were performed in clinic with noise unable to be reproduced. This lead remains in service. No adverse patient effects were reported.